Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump received with all buttons responding properly. No damage on keypad assembly. No unlocked keypad connector. Pump passed the displacement test, self test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected audio/vibrate anomaly /absence of alarm. Pump received with cracked case, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons were less responsive. Customer stated insulin pump had no delivery alarms. Customer stated that the rewinding and priming was slower. Customer stated that the alarm and beeping was not loud. Insulin pump cracked near reservoir. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.